Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duodopa treatment started (B)(6) 2019. It was reported (B)(6) 2020 that the patient had an infection to the stoma site for a month and was on numerous courses of unknown antibiotics. Patient started next round of antibiotics (B)(6) 2020. Blood noted to stoma site and inside tubing. Stoma site appears sore with no offensive smell. Recommended to clean the site with saline solution.